Event description:
It was reported the patient experienced a shocking or jolting sensation when the stimulation device was off. The symptoms were felt at the ins pocket. Additional information has been requested but was not available on the date of this report.